Event description:
The customer reported on (B)(6) 2013 at 11:00 pm she activated a new pod and her blood glucose measured 118 mg/dl. At 3:00 am her bg was reading 305 mg/dl and she decided to deactivate the pod. Upon inspection, she noticed the cannula was "very" kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine if whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.